Event description:
It was reported that (1) sw100 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon fired the suture assistant, slip knot was apparent. A small metal piece was found in the abdominal cavity from the end of the device. Opened another device to complete the case. There was no conseuqence to pt.